Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis also indicated the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and would only capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.